Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) system was removed due to infection. The patient had reported redness and having a rash at the implant area on and off in the three months leading up to the extraction. It was also reported that the right atrial (ra) lead exhibited elevated thresholds and the left ventricular (lv) lead was exhibiting mildly elevated thresholds. After the system was removed, a temporary pacing lead was attempted but not used due to difficult patient anatomy. Upon removal, the lead was noted to stretch quite a bit and the helix would not extend or retract. A new lead was placed without difficulty. The patient was paced with the temporary lead for a few days and treated with antibiotics and then received a new system. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) system was removed due to infection. The patient had reported redness and having a rash at the implant area on and off in the three months leading up to the extraction. They also reported that the crt-d had pushed up out of the pocket and could be seen through the skin. Follow-up concluded that the device was not out of the pocket at all and had not eroded and that the patient simply had a blister at the implant site. The patient also theorized that some of the pacing pulses from the right atrial (ra) lead were not getting through because they had premature ventricular contractions (pvc). Follow-up concluded that the ra lead exhibited elevated thresholds but there was no issue with non or intermittent capture. In addition, the left ventricular (lv) lead was exhibiting mildly elevated thresholds. After the system was removed, a temporary pacing lead was attempted but not used due to difficult patient anatomy. Upon removal, the lead was noted to stretch quite a bit and the helix would not extend or retract. A new lead was placed without difficulty. The patient was paced with the temporary lead for a few days and treated with antibiotics and then received a new system. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The inner insulation of the lead became extrinsically distorted due to kinking/buckling. Visual analysis of the lead indicated the lead was stretched. Visual analysis of the lead indicated damage at implant. The analyst noted the lead was stretched causing the inner insulation to buckle. This blocked the torque transfer from the is-1 pin to the helix preventing the helix from retracting. If information is provided in the future, a supplemental report will be issued.